Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issues of "false positive" and "test start-up failure" were reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(4)_investigation_23aug2024.pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false positive" and "test start-up failure" will continue and there are no additional recommended actions at this point. A most probable root cause for the issue of "false positive" cannot be determined without returned product. Potential root causes include but are not limited to: - assay false amplification (design defect). - air bubbles in reaction chamber (design defect). - assay contamination/degradation (process failure). - improper storage/handling (use error).

Event description:
A call was received on 8/14/2024 reporting an invalid test for a device that never started running - 'not ready' light blinking. During the conversation, the caller asked for the false positive rate because his sister told him about a false positive that was obtained when using lucira by pfizer. The customer didn't have any type of information as to the lot or kit number, when the test was used, etc.